Event description:
Related manufacturer reference number: 1627487-2022-00701. It was reported that during a procedure, physician had to cut through one of the adapters. As such one of the adapters was explanted and replaced with a new one. Patient was stable and no other complication. Both the adapters are reported as it is unknown which one was liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.